Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, I hung sodium phosphate 15mmol/110ml as a secondary as ordered for a peripheral line for 2 hours starting at 810. When I checked on the patient at 915, I noticed that the sodium phosphate bag was almost empty. I checked that the pump was programmed for 55 ml/hr and that the remaining fluid was listed as 47 ml. I stopped the pump and restarted the ns that was the primary. I went and got a new pump and changed it out for the old pump.

Event description:
A report was received from health canada's canada vigilance program which states, "I hung sodium phosphate 15mmol/110ml as a secondary as ordered for a peripheral line for 2 hours starting at 810. When I checked on the patient at 915, I noticed that the sodium phosphate bag was almost empty. I checked that the pump was programmed for 55 ml/hr and that the remaining fluid was listed as 47 ml. I stopped the pump and restarted the ns that was the primary. I went and got a new pump and changed it out for the old pump. "